Event description:
Patient reports the bottom middle tooth continues to wiggle/move. The dentist noticed it 6 months ago and continues to wiggle and not set. Dentist suggested to contact byte because the ligament hasn't tightened and thinks the retainer might not be fitting properly. The patient was informed by byte by clinical support team (cst) that it is recommended to attempt to wear the retainers for 22 hours/day for 14 days and then provide status.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.